Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. The explanted access port was discarded by the hosp. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." This complaint is associated with #2024601-2004-00686.

Event description:
Reported as "leaking access port".